Event description:
Medwatch report received stated in event description: "revision of approved implant that was significantly damaged and had decreased in size since initial implantation". " implant duration reported as 27 months". Refer to medwatch mw5086962.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Medwatch submitted: mw5086962. On november 10st, 2020 stryker trauma and extremities acquired cartiva, wright medical, tornier inc. And tornier sas. An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR/vigilance process.